Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 628045, 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blue vision and urinary frequency. Concomitant products included calcium, colecalciferol (vitamin d), loteprednol etabonate (alrex) and naproxen. In july 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), rash ("rashes"), flushing ("face flushing"), fatigue ("fatigue"), vision blurred ("blurred vision"), halo vision ("halos"), dry eye ("dry eyes"), weight increased ("weight gain"), fungal infection ("yeast infection"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal infection, migraine, headache, urticaria, rash, flushing, fatigue, vision blurred, halo vision, dry eye, weight increased, fungal infection, back pain and arthralgia had not resolved and the pelvic pain outcome was unknown. The reporter considered arthralgia, back pain, device breakage, dry eye, fatigue, flushing, fungal infection, genital haemorrhage, halo vision, headache, migraine, pelvic pain, rash, urticaria, vaginal infection, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Lot number: 628045 manufacture date: august-2008 expiration date: august- 2010. Lot number: 628430 manufacture date: november- 2008 expiration date: november -2011. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage, a fragment left behind that he could not retrieve'), pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding (general)'), rheumatoid arthritis ('rheumatoid arthritis') and autoimmune disorder ('autoimmune disorder') in a 39-year-old female patient who had essure (ess205) (batch no. 628045, 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and vaginal delivery. Previously administered products included for birth control: ortho evra from 2006 to 2007. Concurrent conditions included overweight, blue vision, urinary frequency, pain upon movement, bloating, diarrhea, dizziness, nausea, general body pain, digestion impaired, foreign body in uterus, any part, rash, swelling of feet and hemostasis. Concomitant products included calcium, ethinylestradiol;etonogestrel (nuvaring) in 2009, lifitegrast (xiidra), naproxen and vitamin d nos (vitamin d). In (B)(6) 2007, the patient had essure (ess205) inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urticaria ("rashes or skin conditions - type: hives") and rash ("rashes or skin conditions - type: rashes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), vaginal infection ("vaginal infection"), flushing ("face flushing"), fatigue ("fatigue"), vision blurred ("blurred vision"), halo vision ("halos"), dry eye ("dry eyes"), fungal infection ("yeast infection"), back pain ("lower back pain"), arthralgia ("joint pain "), abdominal pain upper ("seemed to help me some but the stomach pain was so intense"), myalgia ("muscle pain"), pain ("aching pain"), neck pain ("neck pain"), fibromyalgia ("fibromyalgia"), feeling abnormal ("brain fog"), palpitations ("heart palpitation"), autoimmune disorder (seriousness criterion medically significant), dyspepsia ("digestive issues"), photosensitivity reaction ("light sensitivity"), epicondylitis ("tennis elbow"), peripheral swelling ("swelling of hands and feet"), respiratory disorder ("respiratory issues"), gingival bleeding ("bleeding gums"), plicated tongue ("fissures in tongue"), candida infection ("thrush"), lymphadenopathy ("swollen glands"), pyrexia ("low grade fevers"), breast pain ("breast pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, vaginal infection, migraine, headache, urticaria, rash, flushing, fatigue, vision blurred, halo vision, dry eye, weight increased, fungal infection, back pain and arthralgia had not resolved and the pelvic pain, rheumatoid arthritis, abdominal pain upper, myalgia, pain, neck pain, fibromyalgia, feeling abnormal, palpitations, autoimmune disorder, dyspepsia, photosensitivity reaction, epicondylitis, peripheral swelling, respiratory disorder, gingival bleeding, plicated tongue, candida infection, lymphadenopathy, breast pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, arthralgia, autoimmune disorder, back pain, breast pain, candida infection, device breakage, dry eye, dyspepsia, epicondylitis, fatigue, feeling abnormal, fibromyalgia, flushing, fungal infection, genital haemorrhage, gingival bleeding, halo vision, headache, lymphadenopathy, migraine, myalgia, neck pain, pain, palpitations, pelvic pain, peripheral swelling, photosensitivity reaction, plicated tongue, pyrexia, rash, respiratory disorder, rheumatoid arthritis, urticaria, vaginal infection, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in pfs date of birth of patient: (B)(6) 1669. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. On (B)(6) 2017: surgical pathology final report: clinical information: pelvic pain foreign body in uterus. Gross description: received in formalin, labeled with patient identification and "bilateral fallopian tubes with essure coils," are 2 undesignated fimbriated fallopian tubes that are 6.0 cm in length x 0.5 cm n diameter and 6.5 cm length x 0.5 cm in diameter. Each has tan-red, glistening serosa; one fallopian tube displays a 1.4 cm in diameter paratubal cyst at the fimbriated end. Both have metallic coils protruding from the resection margin. The lumen of both tubes is 0.1 cm in diameter and patent. The fallopian tubes are representatively submitted as follows; (al) shorter fallopian tube with para tubal cyst. Longer fallopian tube. On (B)(6) 2011 findings/impression: intraoperative fluoroscopy provided for the referring physician with total time of 6.9 seconds and total dosage of 0.97 mgy. 2 intraoperative, static fluoroscopic spot films are provided and depict coned down ap projections of the mid pelvis with a catheter in place. See operator report for complete details. Lot number: 628045 manufacture date: august-2008, expiration date: august- 2010; lot number: 628430 manufacture date: november- 2008, expiration date: november -2011. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain, joint pain, headaches, fatigue, hives. Concerning the injuries reported in this case the following events were reported via social media : muscle pain, aching pain, neck pain, fibromyalgia, rheumatoid arthritis, brain fog, heart palpitation, digestive issues, light sensitivity, tennis elbow, swelling of hands and feet, respiratory issues, bleeding gums, fissures in tongue, thrush, swollen glands, low grade fever, breast pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: social media received. Events: muscle pain, aching pain, neck pain, fibromyalgia, rheumatoid arthritis, brain fog, heart palpitation, digestive issues, light sensitivity, tennis elbow, swelling of hands and feet, respiratory issues, bleeding gums, fissures in tongue, thrush, swollen glands, low grade fever, breast pain, abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 628045, 628430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blue vision and urinary frequency. Concomitant products included calcium, "cholecalciferol" (vitamin d), loteprednol etabonate (alrex) and naproxen. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), urticaria ("hives"), rash ("rashes"), flushing ("face flushing"), fatigue ("fatigue"), vision blurred ("blurred vision"), halo vision ("halos"), dry eye ("dry eyes"), weight increased ("weight gain"), fungal infection ("yeast infection"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed)) and surgery (bilateral salpingectomy,total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown and the device breakage, vaginal infection, migraine, headache, urticaria, rash, flushing, fatigue, vision blurred, halo vision, dry eye, weight increased, fungal infection, back pain and arthralgia had not resolved. The reporter considered arthralgia, back pain, device breakage, dry eye, fatigue, flushing, fungal infection, genital haemorrhage, halo vision, headache, migraine, pelvic pain, rash, urticaria, vaginal infection, vision blurred and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events abnormal bleeding (general), device breakage,infection vaginal, migraines / headaches, hives, rashes, face flushing, fatigue, pain, blurred vision, halos, dry eyes, weight gain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff had surgery to remove the essure.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.